Event description:
On 8/18/97 the account reported a false positive hcg result of 26.95 mlu/ml, which was run on the axsym analyzer. The sample was retested and results of 2.0/2.05 mlu/ml were given. The sample was run neat and had not been previously frozen. No treatment was given based upon the first reported result. According to the account, all lyphocheck controls were within the expected ranges, and there was no indication of a previous probe crash.

Manufacturer narrative:
Complaint evaluation: add'l info was requested for further investigation of the erratic result documented in the complaint test, but was not received. Complaint text indicates both probes were changed and a field service rep (fsr) was sent to perform maintenance on the instrument. However, based on the info provided, a definitive causative agent could not be determined. Analysis of complaint trending was performed during the investigation. There were no adverse trends observed in either 12 months overall complaints versus axsym analyzer or in pt results coded complaints.